Manufacturer narrative:
Concomitant medical products: 305u229 tissue valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately withheld therapy during a ventricular arrhythmia. It was also reported the device withheld therapy due to the ventricular interval stability feature. The crt-d remains in use. No further patient complications have been reported as a result of this event.